Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the head up function on the bed will not work. He has tried the head up calibration and installed the head up valve and coil, but the issue remains.